Event description:
It was reported that a patient underwent an appendectomy procedure on (B)(6) 2023 and suture was used. During the procedure, the patient was transferred to the surgical anesthesia department at 23:20. The doctor used a needle holder and curved forceps to tie a knot with suture during the surgery. When the suture was pulled, it broke and could not be tied. The visiting nurse was immediately informed to open a package of suture, and the surgery proceeded smoothly after use. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to (B)(6) or (B)(6) . --contacted with the sales rep today via phone, please refer to the event description, other information requested is unknown.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: according to feedback of the sales rep on 28-dec-2023 via phone, product code should be sa86g .